Manufacturer narrative:
An event of paravalvular leak, the valve not fully expanding, and patient device interaction problem was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that valve expansion was uniform but elliptical. There were no deployment issues and retainer tabs released smoothly. Final deployment depth was ncc 1.5mm and lcc 6mm. After deployment mild-moderate perivalvular leak was noted and no intervention was performed. Calcium in the annulus and left ventricular outflow tract interfered with expansion. Based on available information, the valve underexpansion appears to be related to patient conditions (calcified valve). A cause for the reported paravalvular leak could not be conclusively determined. It is possibly related to implant depth. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that (B)(6) 2024, a 23mm navitor vision valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 10033540). Pre-dilatation was performed. During implantation, one reseath was performed. On the second attempt, 80% deployment was non-coronary cusp (ncc): 2.5-3mm, left coronary cusp (lcc): 5mm. Valve expansion was uniform but elliptical. There were no deployment issues and retainer tabs released smoothly. Final deployment depth was ncc 1.5mm and lcc 6mm. After deployment mild-moderate perivalvular leak was noted 12 to 3 o'clock orientation. No intervention was performed. Calcium in the annulus and left ventricular outflow tract interfered with expansion. The patient was reported to be stable. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2024, a 23mm navitor vision valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 10033540). Pre-dilatation was performed. During implantation, one reseath was performed. On the second attempt, 80% deployment was non-coronary cusp (ncc): 2.5-3mm, left coronary cusp (lcc): 5mm. Valve expansion was uniform but elliptical. There were no deployment issues and retainer tabs released smoothly. Final deployment depth was ncc 1.5mm and lcc 6mm. After deployment mild-moderate perivalvular leak was noted 12 to 3 o'clock orientation. No intervention was performed. Calcium in the annulus and left ventricular outflow tract interfered with expansion. The patient was reported to be stable. There was no clinically significant delay.